Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (damaged response buttons) was confirmed. Upon investigation, the rear response button was not functioning properly. The response button's center metallic dome was damaged. The root cause for the damaged dome could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons on a monitor were not working properly.